Event description:
Customer's wife reported blood glucose results of 320 mg/dl and 53 mg/dl within 10 minutes on the compact plus system. Customer reported hypoglycemia symptoms, self-treated. No adverse event reported. A request was made for the return of the system, replacement was sent.